Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side rupture. Additional report of removal due to "silicone textured breast implant". Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: creases fold, opening linear on posterior, black mold like and underweight. A visual and microscopic analysis was performed which identified sharp broken on posterior and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: missing shell assessed as inconclusive a sharp broken on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side rupture. Additional report of removal due to "silicone textured breast implant". Device has been explanted.